Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and history recorded multiple auto off warnings. Auto of was turned off when investigated. No auto off occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump kept going off in the middle of the night several times a week. The reporter indicated that the pump was randomly alarming for loss of primes during the day and night. Troubleshooting of the event was completed during a call back on (B)(6) 2014. The reporter confirmed that the pump was not losing power, the cartridge and/or battery were not being removed without completing the prime sequence, there was no reported change in force or temperature, and the cartridge filling technique was confirmed to be appropriate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.